Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying her past meter readings when attempting to test her blood glucose. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged meter issue started on (B)(6) 2013 at 8:15am. It was noted that the patient manages her diabetes with oral medication(s). The patient denied taking any action regarding her usual diabetes management regiment due to the meter issue. The patient also denied developing symptoms; however, reported that later that day she went to the ER and was treated with insulin. The patient stated her blood glucose was up to "404 mg/dl" when tested on another device. At the time of troubleshooting, the cca noted that the alleged meter issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because, the patient was reportedly treated for hyperglycemia by an hcp after the alleged meter issue started.